Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer repeatedly experienced blood glucose levels below 60 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and displacement tests. However, the customer no longer has trust in the insulin pump, and requested a replacement. Nothing further was reported.